Manufacturer narrative:
(B)(4). Internal insulation abrasion under the rv shock coil was noted at 59.5-60.2cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that patient presented for routine follow up showing multiple episodes of non-sustained rv oversensing due to noise. Isometrics were able to reproduce some noise. Lead was explanted and replaced. Patient was stable post-procedure.